Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 29mm longitudinal tear with a medium circumferential burst starting at the proximal balloon cone. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the damage and reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2018. It was reported that difficulty crossing placed stent occurred. The stenosed target lesion was located in the common iliac artery. After a 10x100x120 epic¿ vascular stent was deployed, a 10.0mmx40mmx80cm (5f) sterling¿ balloon catheter was advanced for post-dilatation. However, the device got caught inside the stent and failed to cross. The device was simply removed and the procedure was completed with 9mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal with medium circumference burst and tip damaged.